Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 600 mg/dl on (B)(6) 2017. She experienced a diabetic ketoacidosis. The customer does not recall any significant event that may have led to the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Customer did not have the insulin pump at the time of the call so troubleshooting was not performed. Customer did mention she believes her supplies might be expired. The insulin pump is not returning for analysis.